Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that insulin leaked from the cartridge of the infusion device. The reporter stated that under the piston rod of the infusion device "she could see some bubbles, like it was steam". No adverse event was reported. The cartridge lot number was not provided. The insulin cartridge is not expected to be returned for product evaluation.